Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that the patient had pocket pain that was suspected to be caused by an allergy. There were no environmental/external/patient factors that may have led or contributed to the issue. It was unknown if any diagnostics or troubleshooting was performed. Interventions included explanting the device. The issue was resolved at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that the diagnostics were being done by a dermatologist. The results were not known.